Manufacturer narrative:
The pump passed the operating currents, unexpected restart error, and displacement tests but alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime or excessive no delivery tests due to the compromised force sensor system alarm. No display anomaly or frozen display was noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer was unable to continue after priming the tubing. Insulin was squirting out during the manual prime process. Insulin continued to drip after the motor stopped during the manual prime process. The customer was unable to exit the preparing to prime loop. Customer's blood glucose level was 6.5 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.